Event description:
Procedure: appendectomy. According to the rptr: the dlu could not be opened after firing. The instrument was resected with the use of another device. Surgery time extension was reported as 20 minutes.

Manufacturer narrative:
(B)(4).